Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that a revision procedure was performed where the other manufacturer's right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) were explanted due to concern over a possible fracture. The fracture was not confirmed via x-ray or fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving therapy for a polymorphic ventricular tachycardia (vt) that was successfully converted. Upon interrogation it was noted that the pacing impedance measurements for another manufacturer's right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) had been fluctuating over the last six months from greater than 2000 ohms all the way to 200 ohms. During the interrogation the pacing impedance was at 1600 ohms. The patient was referred to their following physician where it was determined that they will continue to monitor the patient and no changes were made. No adverse patient effects were reported. The ICD and rv lead remain in service.